Manufacturer narrative:
The customer¿s report of a tubing leak was not confirmed. Visual inspection observed no anomalies with the as received set. The customer did not send in the non-bd quad fuse set that was attached to the set at the time of the reported event. Functional testing was performed by filling the lab IV bag with distilled water and attaching it to the set allowing fluid to flow through the whole set via gravity. The set flowed freely and showed no signs of leaking anywhere throughout the set. The root cause of the customer¿s report could not be identified.

Event description:
It was reported that the tubing leaked while connected to a nonbd quad-fuse extension set and attached to a pediatric patient. There was no harm.

Manufacturer narrative:
Concomitant medical products: 1000 ml baxter bag ndc (B)(4), lot y295766, exp july 2020 20 meq potassium chloride; ICU medical adapter/smallbore ext set (B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the tubing leaked while connected to a nonbd quad-fuse extension set and attached to a pediatric patient. There was no harm.